Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that the patient had a powerpiccsolo inserted on (B)(6) 2025. As it was not possible to aspirate from the piccline, an attempt was made to pull the piccline out a few centimeters and then flush it again. It was clearly observed that fluid (nacl) was leaking at the 5 cm mark. The piccline was removed from the patient, and when a nurse tried to pull slightly on the catheter around the hole (after it was removed), it broke. The piccline has unfortunately been thrown out and therefore not awailable for futher investigation. The patient is scheduled to have a new piccline inserted on monday (B)(6) 2025. No harm to the patient was noted. No further information was provided.

Event description:
Additional information 04/01: the fluid that leaked from the line was nacl. The patient had a new PICC line inserted today so the treatment can be continued.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.